Manufacturer narrative:
The root cause of the reported event was an excessive ultrasound power (u/s power) due to user error. The instruction for use states clearly the actions to be taken to avoid application of excessive u/s power.

Event description:
Customer from gb (united kingdom) informed that a patient came in post cataract surgery with a white corneal burn. The patient underwent cataract surgery. The white corneal burn was diagnosed in a follow-up clinic. The patient received nacl 5% and steroid eye drops for treatment of the burn. Patient has recovered.